Manufacturer narrative:
(B)(4). The ventilator was returned for service. The service engineer evaluated the device and found the alarm silence reset button, the down arrow button and the cancel button were non-functional. Testing the membrane indicated it was faulty and may cause the button issues. The membrane was replaced and the device passed all testing.

Event description:
During service a ventilators alarm silence, down arrow and cancel buttons were non-functional. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.